Event description:
Diabetic (type unk) tested blood glucose as 300 mg/dl on suspect device in the afternoon. During the night, she blacked out. Emergency medical technicians tested the pt with the suspect device and blood glucose was 300 mg/dl. At the hosp about 30 minutes to 1 hour later her blood glucose was 25 mg/dl on hosp meter. Pt was treated with glucose intravenously and is now doing fine. Pt was using expired strips.